Manufacturer narrative:
UDI number = (B)(4). The field service engineer (fse) performed precision testing and checked sample probe adjustment. No issues were identified. Calibration and qc were acceptable.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. The sample initially resulted in a glucose value of 13 mg/dl and this value was reported outside of the laboratory. The result was questioned by medical staff, so the sample was repeated on a second analyzer. The repeat result was 103 mg/dl and this value was deemed to be correct. The glucose reagent lot number was 52164001, with an expiration date of 31-mar-2022.

Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok and there were no alarms. The customer stated that quality controls were within range prior to the event. Upon review of the alarm trace, abnormal aspiration, sample foam detection, and sample short alarms were observed. These are indicators of possible poor sample quality. The field service engineer later determined that sample mechanism tubing `needed to be replaced and there was worn vacuum tubing on the rinse mechanism. The tubing was replaced. The investigation determined the service actions resolved the issue.